Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that whenever she urinates she was in pain from her bladder to her fingertips. The patient stated that she did have the setting at 5 however that was too high so she decreased to 4.5. However, that did not help with her symptoms and the patient stated that she was currently set at 4. The patient was wondering if she might have an infection. The patient stated she got good results during the trial. There were no falls or traumas. The patient noted the symptoms were sudden in onset. Additional information from the patient on may 23rd reported the patient had experienced a loss or change of therapy. The patient stated she had a sudden loss of therapy on (B)(6) and was unable to adjust stimulation since (B)(6). The patient noted that she couldn¿t turn stimulation up or down, it did not move. The patient stated that her symptoms returned on (B)(6) and it was very bad with their bladder. The patient reported that stimulation was off and was at 5.8 v. The patient did not seem to know how stimulation got turned off. The patient turned stimulation down to 0.8 and then she turned stimulation back on. The patient then increased stimulation to 4.2 v and stated she planned to try that setting. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.